Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at rated pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
D4: lot number: corrected from 0029710944 to 0031370543.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at rated pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure.